Event description:
This report summarizes 9 malfunction events, where it was reported there is accessible ac current or exposed bare wires. There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced cosmetic damage, which is not reportable. Upon inspection of one of the devices it was determined the device experienced no issue/defect, which is not reportable.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. These devices are not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported there is accessible ac current or exposed bare wires. There was no patient involvement.